Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined although the physician indicated that the pneumothorax was due to the small size of the nodule and the fact it was adjacent to the pleura. There is no report or allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied lesion was 1.1 cm in size and located in the left upper lobe, 1 mm from the pleura. According to the physician, the ion system did not exhibit any issues or unexpected behaviors that contributed to pneumothorax. The pneumothorax was due to the small size of the nodule and the fact it was adjacent to the pleura. At some point during anesthesia the paralysis effect dissipated and the patient was coughing as the tool was in the lesion. There was no delay in the procedure. The pneumothorax was detected post procedure after a chest x-ray (cxr) and a follow up cxr revealed an increase in the size from small to large; therefore, an a small-bore (11 mm) chest tube (thoravent) was placed. The patient experienced minimal symptoms (dyspnea). The patient went home the following day. The diagnosis was necrotizing granuloma non-small cell carcinoma/nos (malignant); the patient is receiving chemotherapy.